Event description:
It was reported that there were increased thresholds one day post implant. At an office visit several days later, there was no capture and decreased impedance to 280 ohms. The lead was explanted, and there was 'difficulty with the helix'. No patient complications were reported as a result of this event.